Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / severe abdominal pelvic pains on the sides of the body towards the tubes') in a (B)(6) female patient who had essure (batch no. D40621) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pregnancy, parity 2 (vaginal delivery, birth dates: (B)(6) 2011-(B)(6) 2016), menarche (she was (B)(6)), menstruation normal (cycle duration: 28 days; 5 days of menstrual flow) and mastalgia. Denies allergy to drugs, gynaecological diseases, previous surgeries, premenstrual tension and the use of chronic drugs. She related that she wears costume jewelry. Previously administered products included for an unreported indication: contraceptives. Concurrent conditions included colic. Concomitant products included metamizole sodium (dipirona sodica) for migraine as well as diazepam from (B)(6) 2016 and ibuprofen (ibuprofeno) from (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced procedural pain ("extremely painful procedure") and post procedural haemorrhage "vaginal bleeding after essure insertion." On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("heavy menstrual flow after essure insertion"), abdominal pain "intense colics," premenstrual syndrome ("heavy premenstrual tension"), back pain ("back pain / pain in the lower back that radiated down both legs causing lack of balance"), headache ("headache"), mood altered ("mood changes"), vaginal haemorrhage ("excessive vaginal bleeding"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss / excessive hair loss"), pain in extremity ("lower limb pain"), balance disorder ("lack of balance"), pyrexia ("fever"), decreased appetite ("lack of appetite"), fatigue ("fatigue"), vulvovaginal swelling ("vaginal swelling"), anxiety disorder ("anxiety disorder"), panic reaction ("panic syndrome") and depression ("depression"). The patient will be treat with surgery (the surgery of essure removal was schedule to( B)(6) 2022). At the time of the report, the pelvic pain, procedural pain, post procedural haemorrhage, heavy menstrual bleeding, abdominal pain, premenstrual syndrome, back pain, headache, mood altered, vaginal haemorrhage, dyspareunia, dysmenorrhoea, alopecia, pain in extremity, balance disorder, pyrexia, decreased appetite, fatigue, vulvovaginal swelling, anxiety disorder, panic reaction and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety disorder, back pain, balance disorder, decreased appetite, depression, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, mood altered, pain in extremity, panic reaction, pelvic pain, post procedural haemorrhage, premenstrual syndrome, procedural pain, pyrexia, vaginal haemorrhage and vulvovaginal swelling to be related to essure. The reporter commented: the reporter informed that the essure removal was schedule to (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen on (B)(6) 2017: the essure is well positioned. Transverse image of the right and left uterine horn with identification of the device on its linear axis including the proximal end that crosses the myometrium in the interstitial portion of the right and left tube. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain / severe abdominal pelvic pains on the sides of the body towards the tubes") in a 23 year-old female patient who had essure inserted (lot no. D40621). Additional non-serious events are detailed below. The patient had a medical history of mastalgia, menstruation normal (cycle duration: 28 days; 5 days of menstrual flow), menarche (she was 13 years old), parity 2 (vaginal delivery - birth dates: (B)(6) 2011 & (B)(6) 2016) and gravida ii. Deny's allergy to drugs, gynaecological diseases, previous surgeries, premenstrual tension and the use of chronic drugs. She related that she wears costume jewelry. Previously administered products included: contraceptives. As concurrent condition the report mentioned colic. Concomitant products included ibuprofen on (B)(6) 2016, diazepam on (B)(6) 2016 and dipirona sodica (metamizole sodium) for migraine. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced procedural pain ("extremely painful procedure") and a first episode of vaginal haemorrhage ("vaginal bleeding after essure insertion"). Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("heavy menstrual flow after essure insertion"), abdominal pain ("intense colics"), premenstrual syndrome ("heavy premenstrual tension"), back pain ("back pain / pain in the lower back that radiated down both legs causing lack of balance"), headache ("headache"), mood altered ("mood changes"), a second episode of vaginal haemorrhage ("excessive vaginal bleeding"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss / excessive hair loss"), pain in extremity ("lower limb pain"), balance disorder ("lack of balance"), pyrexia ("fever"), decreased appetite ("lack of appetite"), fatigue ("fatigue"), vulvovaginal swelling ("vaginal swelling"), anxiety disorder ("anxiety disorder"), panic reaction ("panic syndrome") and depression ("depression"). The patient was treated with surgery (the surgery of essure removal was schedule to (B)(6) 2022). At the time of the report, the outcomes for these events or their latest episode were unknown. The reporter considered abdominal pain, alopecia, anxiety disorder, back pain, balance disorder, decreased appetite, depression, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, mood altered, pain in extremity, panic reaction, pelvic pain, premenstrual syndrome, procedural pain, pyrexia, the first episode of vaginal haemorrhage, the second episode of vaginal haemorrhage and vulvovaginal swelling to be related to essure administration. The reporter commented: the reporter informed that the essure removal was schedule to (B)(6) 2022. Several examinations were done with no abnormalities. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: sent in the same flask. With metallic rods. Uterine tube measuring 4.5 x 1.0 cm, with smooth and shiny serosa. Sliced, shown virtual lumen. Uterine tube measuring 5.5 x 1.0 cm, with smooth and shiny serosa. Sliced, shown virtual lumen. Cystic formation measuring 2.0 x 1.8 cm with smooth and shiny external surface. Displays, in the slices, unilocular cavity, with transparent liquid, and brown wrinkled internal surface. A and b -> no abnormalities. C -> ovarian cystadenoma. [Ultrasound abdomen] on (B)(6) 2017: the essure is well positioned. Transverse image of the right and left uterine horn with identification of the device on its linear axis including the proximal end that crosses the myometrium in the interstitial portion of the right and left tube. [White blood cell count ( 4000- 11000 /mm3)] on (B)(6) 2022: 11830 /mm3. [White blood cell count] on (B)(6) 2022: 11830. Lot number: d40621 UDI: (B)(4) production date 2014-12-09, expiration date 2017-12-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-oct-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain / severe abdominal pelvic pains on the sides of the body towards the tubes") in a 23 year-old female patient who had essure inserted (lot no. D40621). Additional non-serious events are detailed below. The patient had a medical history of mastalgia, menstruation normal (cycle duration: 28 days; 5 days of menstrual flow), menarche (she was 13 years old), parity 2 (vaginal delivery - birth dates: (B)(6) 2011 e (B)(6) 2016) and gravida ii. Dennies allergy to drugs, gynaecological diseases, previous surgeries, premenstrual tension and the use of chronic drugs. She related that she wears costume jelwelries. Previously administered products included: contraceptives. As concurrent condition the report mentioned colic. Concomitant products included ibuprofeno on (B)(6) 2016, diazepam on (B)(6) 2016 and dipirona sodica (metamizole sodium) for migraine. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced procedural pain ("extremely painful procedure") and a first episode of vaginal haemorrhage ("vaginal bleeding after essure insertion"). Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("heavy menstrual flow after essure insertion"), abdominal pain ("intense colics"), premenstrual syndrome ("heavy premenstrual tension"), back pain ("back pain / pain in the lower back that radiated down both legs causing lack of balance"), headache ("headache"), mood altered ("mood changes"), a second episode of vaginal haemorrhage ("excessive vaginal bleeding"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss / excessive hair loss"), pain in extremity ("lower limb pain"), balance disorder ("lack of balance"), pyrexia ("fever"), decreased appetite ("lack of appetite"), fatigue ("fatigue"), vulvovaginal swelling ("vaginal swelling"), anxiety disorder ("anxiety disorder"), panic reaction ("panic syndrome") and depression ("depression"). The patient was treated with surgery (the surgery of essure removal was schedule to (B)(6) 2022). At the time of the report, the outcomes for these events or their latest episode were unknown. The reporter considered abdominal pain, alopecia, anxiety disorder, back pain, balance disorder, decreased appetite, depression, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, mood altered, pain in extremity, panic reaction, pelvic pain, premenstrual syndrome, procedural pain, pyrexia, the first episode of vaginal haemorrhage, the second episode of vaginal haemorrhage and vulvovaginal swelling to be related to essure administration. The reporter commented: the reporter informed that the essure removal was schedule to (B)(6) 2022. Several examinations were done with no abnormalities. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: sent in the same flask. With metallic rods. A) uterine tube measuring 4.5 x 1.0 cm, with smooth and shiny serosa. Sliced, shown virtual lumen. B) uterine tube measuring 5.5 x 1.0 cm, with smooth and shiny serosa. Sliced, shown virtual lumen. C) cystic formation measuring 2.0 x 1.8 cm with smooth and shiny external surface. Displays, in the slices, unilocular cavity, with transparent liquid, and brown wrinkled internal surface a and b -> no abnormalties c -> ovarian cystadenoma [ultrasound abdomen] on (B)(6) 2017: the essure is well positioned. Transverse image of the right and left uterine horn with identification of the device on its linear axis including the proximal end that crosses the myometrium in the interstitial portion of the right and left tube. [White blood cell count ( 4000- 11000 /mm3)] on (B)(6) 2022: 11830 /mm3, [white blood cell count] on (B)(6) 2022: 11830. Lot number: d40621 UDI: ((B)(4), manufacture date: 2014-12, expiration date: 2017-12. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 05-oct-2022: essure removal added; lab data updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / severe abdominal pelvic pains on the sides of the body towards the tubes') in a 23-year-old female patient who had essure (batch no. D40621) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 (vaginal delivery - birth dates: (B)(6) 2011 e (B)(6) 2016), menarche (she was 13 years old), menstruation normal (cycle duration: 28 days; 5 days of menstrual flow) and mastalgia. Dennies allergy to drugs, gynaecological diseases, previous surgeries, premenstrual tension and the use of chronic drugs. She related that she wears costume jelwelries. Previously administered products included for an unreported indication: contraceptives. Concurrent conditions included colic. Concomitant products included metamizole sodium (dipirona sodica) for migraine as well as diazepam (B)(6) 2016 and ibuprofen (ibuprofeno) (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced procedural pain ("extremely painful procedure") and post procedural haemorrhage ("vaginal bleeding after essure insertion"). On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), heavy menstrual bleeding ("heavy menstrual flow after essure insertion"), abdominal pain ("intense colics"), premenstrual syndrome ("heavy premenstrual tension"), back pain ("back pain / pain in the lower back that radiated down both legs causing lack of balance"), headache ("headache"), mood altered ("mood changes"), vaginal haemorrhage ("excessive vaginal bleeding"), dyspareunia ("dyspareunia"), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss / excessive hair loss"), pain in extremity ("lower limb pain"), balance disorder ("lack of balance"), pyrexia ("fever"), decreased appetite ("lack of appetite"), fatigue ("fatigue"), vulvovaginal swelling ("vaginal swelling"), anxiety disorder ("anxiety disorder"), panic reaction ("panic syndrome") and depression ("depression"). The patient was treated with surgery (the surgery of essure removal was schedule to (B)(6) 2022). At the time of the report, the pelvic pain, procedural pain, post procedural haemorrhage, heavy menstrual bleeding, abdominal pain, premenstrual syndrome, back pain, headache, mood altered, vaginal haemorrhage, dyspareunia, dysmenorrhoea, alopecia, pain in extremity, balance disorder, pyrexia, decreased appetite, fatigue, vulvovaginal swelling, anxiety disorder, panic reaction and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety disorder, back pain, balance disorder, decreased appetite, depression, dysmenorrhoea, dyspareunia, fatigue, headache, heavy menstrual bleeding, mood altered, pain in extremity, panic reaction, pelvic pain, post procedural haemorrhage, premenstrual syndrome, procedural pain, pyrexia, vaginal haemorrhage and vulvovaginal swelling to be related to essure. The reporter commented: the reporter informed that the essure removal was schedule to (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound abdomen - on (B)(6) 2017: the essure is well positioned. Transverse image of the right and left uterine horn with identification of the device on its linear axis including the proximal end that crosses the myometrium in the interstitial portion of the right and left tube.. Lot number: d40621 UDI: (B)(4). Manufacture date: 2014-12 expiration date: 2017-12. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 28-mar-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.